Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was 400 mg/dl although the pump indicated that her blood glucose was 65 mg/dl. The customer also indicated that the sensor was changed but is not connecting to the transmitter and is alarming sensor error. Troubleshooting found that the issue was with the transmitter and that a replacement would be provided. The customer declined to troubleshoot any sensor issues.